Manufacturer narrative:
The customer contacted siemens to report a falsely elevated sodium (na) patient sample test result was obtained from an advia chemistry xpt instrument. Siemens has requested instrument precision data and internal quality control (iqc) data. Siemens is investigating this event.

Event description:
A falsely elevated sodium (na) patient sample test result was obtained from an advia chemistry xpt instrument. The initial test result was not reported to a physician(s). The same sample was repeated on an alternate instrument. The repeat result was reported as the correct test result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated sodium (na) result.

Manufacturer narrative:
The initial MDR 2432235-2021-0098 was filed on 19-apr-2021. Additional information (10-aug-2021): a siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the customer was not rinsing the reference electrode with de-ionized water before installing the electrode in the ion selective electrode (ise) module as indicated in the operator's guide. The cse replaced the ise module buffer seal, baseline filter and the baseline valve. The cse calibrated the ise module and ran quality control materials with acceptable results. The cause of the falsely elevated sodium test result is unknown. The instrument is performing within specifications. No further evaluation of this instrument is needed.